Event description:
It was reported that prior to starting a da vinci surgical procedure, the large needle driver instrument was not recognized. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument identification board failed a recognition test on an is3000 system. An additional finding was various scratches on the distal end of the main tube with light material removal. The scratches were .090 - .208 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.